Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. D4: batch # unk. Additional information was requested and the following was obtained: "because of the risk of bile leak or postoperative hemorrhage, several clips had to be placed. Usually 1 clip above and 1 clip below. The surgeon put 6 instead of 2 clips." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, poor holding and clamping of the cystic duct and cystic artery when using the clips device. Unusual occurrence.